Event description:
Additional information received noted that regarding interventions taken or planned: xray was scheduled and consultation with neurosurgeon for possible revision. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was feeling a tingling sensation in wrist area on opposite side of body. The patient was not getting good therapy at the moment. There was no known accident or incident related to this issue. Movement caused stimulation changes. All electrode impedance values were >40000 except c3 which was 36412 and 23 which was 36962. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3387s-40 lot # v079716 implanted 2008-(B)(6) explanted unknown; lead model # 3387s-40 lot # v079716 implanted 2008-(B)(6) explanted unknown; extension model # 7482a51 lot # nhu168507v implanted 2008-(B)(6) explanted unknown; extension model # 7482a51 lot # nhu168693v implanted 2008-(B)(6) explanted unknown; ins model # 37602 (B)(4) implanted 2011-(B)(6) explanted unknown; programmer model # 7437 lot # nhl023479p.